Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between a peritoneal dialysis (pd) transfer set and capd disconnect y-set. It was further reported that "the customer continued to use the transfer set at first for a little bit, as they didn't realize what they were experiencing was a problem at first, but have since discontinued use". This issue was noticed during setup for pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.